Event description:
Total hip replacement: 1. During procedure the stem inserter became stuck during implantation and had to be levered loose. 2. The screw broke off the liner and was retrieved from patient. Surgery continued, no delay and no ae to patient.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial damage. A complaint database search on the provided product code family identified similar reports. There is damage to the inner diameter of the device where the threaded insert and snap ring would have been. The user inadvertently over-tightening the threaded insert during use is suspected to be the root cause. A preliminary risk assessment and health hazard evaluation was previously conducted for this failure. That investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Corrective action not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.